Event description:
Reportedly, the sensing is 15 mv, whereas it is displayed at 5,9mv on the overview screen. Also the threshold was 0,75v and was stored 1,75 v on the overview screen.

Event description:
Reportedly, the sensing is 15 mv, whereas it is displayed at 5,9mv on the overview screen.also the threshold was 0,75v and was stored 1,75 v on the overview screen.

Manufacturer narrative:
Review of available data confirmed the reported low and incorrect sensing value. The first detection presents with an erroneous low amplitude during the sensitivity test. This represents (for the bluesky pacemaker platform) a known issue, which is under r&d investigation. The observed event is related to a specific test during follow-up (sensing test), it does not have any therapeutic effect. The 0.75 v pacing threshold is confirmed from the pacing threshold expert files. The 0.75 v value was not updated in the threshold value box on the pacing threshold screen before saving and the value which was present in the box (1.75 v) was saved and then displayed on the overview screen. This case is retained and utilized for trending purposes.